Manufacturer narrative:
All qc for all tests and calibrations on the instrument resulted within range. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The customer noticed buildup of detergent around the cuvettes on reaction carousel. The fse checked the wash dispense and vacuum. The fse cleaned four vacuum nozzles. No issues have been reported with this instrument since. Root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously high creatinine (cre) result generated by the olympus au5400 clinical chemistry analyzer (B)(4). The erroneous result was reported out of the laboratory. The original cre result from the pour-off (analyzed in a secondary tube) yeilded 3.70 mg/dl. Upon repeat from the pour-off yielded a result of 0.55 mg/dl. Upon a second repeat, collected from the original sst sample, yeilded a cre result of 0.59 mg/dl. No injury or affect to patient treatment was reported.